Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, while making the pocket, significant bleeding occurred. A surgeon was called in to stop the bleeding. The physician understood it was not a device issue, but was very upset that this occurred. The device was successfully implanted. No additional adverse patient effects were reported.